Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the placeholders were appearing in the station, and there were patients with two different primary identifiers. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the place holders were appearing in the station, and there were patients with two different primary identifiers. A technical support specialist (tss) identified that the patient's orders were sent before admission, causing the patient to go into a placeholder status. The tss explained that to the customer and shared the event timestamps related to the placeholder entry to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.